Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to conversion difficulty. On the morning of report, anti-tachycardia pacing (atp) was delivered and unsuccessful. Three subsequent 41j shocks were delivered, and the third shock converted the patient's rhythm. The rhythm slows for a couple beats, and then returns. It was noted that subsequent nsvt events contained right ventricular (rv) defibrillation lead noise with oversensing. The rv lead was approximately 2.5 years old, and all lead measurements had been stable up to this point. Additional information received reported that the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.